Event description:
It was reported that during continuous renal replacement therapy with a prismaflex hf1400 set, the patient experienced a reaction, further specified as "possibly anaphylactic". There was no report of a medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.